Event description:
On (B)(6) 2011, the patient reported experiencing air bubbles in the insulin cartridge for the past year that form over time during use. She stated yesterday she primed after changing the insulin cartridge and today there are air bubbles present. She allows insulin to warm to room temperature prior to use and she changes the adapter every 10th insulin cartridge change. She has experienced elevated blood glucose of up to "hi" on her blood glucose monitor as a result. She believes the issue may be with the pump. Further attempts to follow up with the patient to clarify her allegation were unsuccessful. It is unk if the patient alleges the infusion device is causing air bubbles or is delivering insulin inaccurately. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was not requested to be returned for evaluation due to being unable to follow up with the patient. The insulin cartridge was requested to be returned for eval.